Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the received device was forwarded to commercialized product development for evaluation. Review of the received device was unable to confirm the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4).

Event description:
Patient knee was revised due to loosening of the tibial component at the cement to implant interface. Unknown cement was used. The patient's primary attune rotating platform tibial tray and rotating platform cruciate retaining insert were removed and replaced by attune revision fixed bearing tibial tray, bilateral 5mm tibial augments, a 50mm cemented stem, and a fixed bearing cruciate retaining insert. The cone portion of the underside of the tibial insert explant was sawed off to allow the insert to be easily removed from the patient's knee. Doi: (B)(6) 2014 dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.